Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation therapy. It was reported that the patient was experiencing pain at the site of implant during surgery; therefore, their doctor revised the pocket and the issues were resolved. The patient was having a revision because they were feeling discomfort at the site of implant. Upon opening the pocket, clear fluid discharged out and the pocket was irrigates with fluids, readjusted, and closed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.